Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 1.2.0 the software team investigated the reported issue and no error 64 or segfault occurred in application/system logs. All the system bootup were found to be normal and shutdowns were found to be hard shutdown. There is insufficient information to determine root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735774, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. They replaced the usb 2.0 connector and system p erforms as normal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that 3x the system drop out and 1x it was unable to boot up. It was stated that the system didn't boot up and after a successful startup it dropped out 3 times in a row. After inspection by the manufacturer representative (rep) it was noticed that when the rep touched the usb port with the usb stick it fell out immediately. The 2.0 usb port wat broken and maybe caused a short circuit. The rep disconnected the usb cables and started up the system a few times without problem. The probable cause of the reported issue was a broken usb port. The next step was to replace the broken part. No patient was present at the time of the event. Additional information was received clarifying when dropped out 3 times meant. The manufacturer representative stated that the system immediately powered off after 5 seconds after start up. Three times in a row.